Event description:
A malfunction was reported with the customer's pump displaying code malf 12. However, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Initially, technical support assisted the customer in resetting the pump, which resolved the issue temporarily. When the malfunction recurred, technical support decided to replace the pump. The customer was instructed on how to store the malfunctioning pump for return, and a replacement was sent with a request for a signature upon delivery. Reportedly, the customer continued to use the pump for insulin therapy.